Event description:
Event description guidant received information that on x-ray examination, one of the fingers of this sub-q array is verified to be fractured. There are no therapy delivery issues reported.